Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached while it was attempted to insert several times by pushing and pulling inside the microcatheter. The subject coil was collected with a snare device and the procedure was completed successfully. There were no clinical consequences to the patient. No further information is available.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached while it was attempted to insert several times by pushing and pulling inside the microcatheter. The subject coil was collected with a snare device and the procedure was completed successfully. There were no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was manually detached and was not returned. The proximal contact wire was intact and the coil delivery wire was kinked/bent. Functional testing was not performed as the coil was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. In the case of this complaint, it is likely that the user experienced friction in the microcatheter due to procedural factors during use and as a result of pushing and pulling against resistance, the main coil prematurely separated inside the catheter. An assignable cause of procedural factors will be assigned to the subject coil detaching and the friction that was felt in the catheter since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the coil delivery wire being kinked/bent since this issue is likely due to handling of the device during the clinical procedure.